Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, when passing the clipera from the cannula, the blue rubber seal breaks and falls into the patient's abdominal cavity and was not retrieve.